Event description:
Consumer called to report high readings (150) compared to the lab reading of 90. Analysis run on consensus error grid using lab reading (90) as reference point vs. Bd readings (150) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.